Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file shows that alarm tf 300 - device in failsafe occurred on 18/12/2020 and there was no alarm 300 triggered during running ventilation. During two consecutive start-ups, alarm 300, 400 and 615 occur and alarm 545 triggered the alarm 300. Initial logfile analysis shows that before and after, the start-up procedures worked without any failure. The unit blower, the inspiration block / valve test, the inspiration valve looked good and passed the inspiration valve test. However, from adc screen, temp blower (2.4c) was out of range. Advised customer for blower unit replacement. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 having technical failure alarms 300 - device in failsafe, 316 - blower failure, 400 - inspiration valve or device leaky and 545 - value out range - failsafe while connected on a patient. There was no information for patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to established the exact root cause but most likely, the failure is due to the blower electronics. Advised customer that the unit blower needs to be replaced.